Event description:
Olympus was informed that during a therapeutic endoscopic polypectomy of the colon procedure, the pt sustained a bowel perforation. This injury was detected postoperatively and the pt was subsequently transferred to another hospital for surgical treatment of the perforation. After this, the pt is reportedly doing fine. However, the operating surgeon suspected the esg-100 electrosurgical unit to be the cause of the incident.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation but to olympus (B)(4) . Extensive functional tests were performed including leakage current test and resistance test, but (B)(4) was unable to prompt any malfunction. All tested monopolar and bipolar modes operated completely within specification and no abnormal or faulty behavior could be observed. Only the housing of the esg-100 electrosurgical unit was found slightly damaged. However, this finding does not have any influence on function and safety and also cannot cause or contribute to an injury or the patient. Although the exact cause of the pt's outcome could not be conclusively determined and therefore is being judged as unk, it can be excluded that it was caused by a malfunction of the used olympus medical devices. However, if the suspect medical device is returned to the manufacturer for evaluation or additional significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.